Manufacturer narrative:
This product has not been returned, and as a result, laboratory analysis could not be performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to perforation to the heart wall. Asystole was not noted and this perforation was observed on fluoroscopy and echocardiogram. Subsequently, the patient was hospitalized, and then the lead was repositioned. No additional adverse patient effects were reported.